Manufacturer narrative:
Batch review performed on (b)(3) 2023. Lot 185617: (B)(4) items manufactured and released on 04-oct-2018. Expiration date: 2023-sep-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting anterior/posterior instability. About 4 years and 6 months after the primary surgery, the surgeon revised the 12mm sphere cr poly with a 12mm cr e-cross poly, and the surgery was completed successfully.